Event description:
It was reported by customer, that the cardiosave hybrid (iabp) had gas loss alarm. There was no harm reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.